Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open due to items was jamming. A technical support specialist advised that the cubie was most likely broken and would need to be replaced by the pharmacy. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that at bd pyxis¿ medbank tower drawer 10 was not opening during issuing. It was found that it was a matrix drawer and most likely was not opening due to items jamming. When user finally was in front of the cabinet, drawers were tested. User had to pull on the drawer to get it open and found items that were causing it to get stuck. There were no adverse events or injuries reported based on this incident.